Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the ndi box was in the "off" position. Once turned on, communication was restored. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a cranial resection, the camera lost communication with the navigation system while manually adjusting the position of the camera. The reported issue occurred during registration of the patient. It was reported that the camera cable was adjusted without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome. No additional information was provided.

Event description:
The reported issue occurred before the incision, after the patient had been intubated. Navigation was aborted prior to the incision and the surgeon proceeded with the surgery as intended. The patient was not exposed to any unused spins. There was a reported delay in starting the procedure of approximately 20 minutes, however the surgeon then proceeded without navigation. There was no impact on patient outcome.